Event description:
Further follow-up revealed that the patient underwent revision surgery. During the surgery, it was noted that the lead connector pin was not fully inserted into the generator head. Surgeon re-connected the lead connector pin into the generator header and device diagnostic testing was within normal limits. The cause of the reported high lead impedance condition is the lead connector pin not being fully inserted into the generator header. The cause of the lead connector pin not being fully inserted into the general could not be ascertained. It is possible that the set screw was not fully tightened during the implant procedure.

Event description:
Vns patient was referred to neurosurgeon due to high lead impedance test result indicating possible device malfunction. Device diagnostic testing at time of initial implant resulted in dc-dc code 3, indicating proper device function at that time. Treating neurologist reportedly programmed the patient's device to off pending surgical consult. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine whether the device is functioning properly.